Manufacturer narrative:
Pump received with missing segments/partial display due to cracked and bleeding lcd glass. Unable to confirm unexpected battery out limit alarm and unable to perform any tests due to lcd physical damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen had a purple streak and insulin pump received power loss alarm. The customer¿s blood glucose level was 265 mg/dl at the time of the incident. Troubleshooting was done for damage. Customer was able to clear the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to be replaced. Insulin pump will be returned for analysis.